Event description:
It was reported that the spinal cord stimulator implantable pulse generator (ipg) battery displayed the elective replacement indicator (eri) message early. Thereafter, the ipg displayed and reached the end-of-life (eol). High impedances were noted on the ipg. The patient underwent a successful ipg replacement procedure and the previous therapy settings were restored on the new device.

Event description:
It was reported that the spinal cord stimulator implantable pulse generator (ipg) battery displayed the elective replacement indicator (eri) message. Thereafter, the ipg displayed and reached the end-of-life (eol). High impedances were noted on the ipg. The patient underwent a successful ipg replacement procedure and the previous therapy settings were restored on the new device.

Manufacturer narrative:
The returned ipg was analyzed and confirmed the device was in the end of service eos state. The data log analysis revealed that the ipg reached eos at seven months and nine days after the initial active programming. Based on the average energy use index eui of the ipg, the estimated theoretical battery life was assessed to be six months and 17 days. This confirms the battery life was within the estimated range with the programmed energy consumption settings. The ipg exhibited normal device characteristics during the visual and functional examination. Impedances were within the normal range on all ports. The labeling review was performed and states that when the ipg battery is fully depleted, the eos indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation. When the battery is nearing depletion, the ipg will enter the elective replacement mode. The elective replacement indicator eri will appear on the remote control and clinician programmer. Failure to replace the ipg may lead to reduced programming capabilities, limited communication with the stimulator, and stimulation will become unavailable. The stimulator must be replaced to continue receiving stimulation and the battery life of a non-rechargeable ipg may vary due to a variety of factors.